Event description:
Patient attended to a routine follow up. High pacing lead impedance and high threshold values were observed. An x-ray was taken and showed insulation damage. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.